Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
The tip of an expressew 3 needle broke off during the case. It was unclear at what point the needle broke. The needle misfired 2 times and the surgeon readjusted the needle in the trough of the expressew 3 gun. Surgeon then tried to pass suture 2 more times unsuccessfully with expressew, removed it from joint and then realized needle tip was broken off. The case was finished by using another needle and another expressew 3 gun. Unknown patient consequences as it is unclear if the needle tip broke off inside or outside of the joint. The patient consequence is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Additional narrative: the complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).